Event description:
It was reported that episodes of non-sustained right ventricular oversensing, noise due to electromagnetic interference (emi) was observed on the right ventricular (rv) lead. No changes were made. The patient was stable throughout and was to continue being monitored.